Event description:
It was reported that the customer needed emergency supplies. Customer had no supplies left. Customer's blood glucose level was 400 mg/dl. Customer stated that they do not have a back-up plan. Customer did not contact their health care professional for their high blood glucose levels. Customer has not treated for their high blood glucose level. Customer is going to kaiser to get syringes. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.